Event description:
It was reported, that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. The cause of low bg was unknown. The customer reported, that they experienced a seizure, because of the low bg level. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.